Event description:
Ous MDR - after an implantation time of about 4 weeks, it was reported that the rv lead was dislodged. The lead was not returned to biotronik berlin. According to the clinic, a revision of the rv lead is to be performed within the next days.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the existing manufacturing documents. The manufacturing process of this device was reviewed and showed no anomalies that could be connected to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.